Event description:
Vats lung biopsy. Plc60 was loaded with plcr60g reload and was fired. The distal tip of the reload made contact with the opposite chest wall, and the reload became dislodged from the housing/bottom jaw. Surgeon pressed the close button to close the anvil, but the reload was no longer in position; so the staples did not form correctly. Lung tissue was severed and left open. Another device was used to close the defect.